Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that a new program was downloaded and the issue was resolved. Therapy was resumed.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the implantable pulse generator was unable to connect to the patient controller. Patient underwent an unrelated surgical intervention and the device was not placed in surgical mode. An attempt was made to connect to the ipg however it was unsuccessful. No additional information is available at this time.